Event description:
Approximately two years and seven months post implantation, the patient presented to the emergency department with a three day history of nausea, vomiting, and diarrhea, and one day history of fever. The patient also reported multiple low-flow alarms, accompanied twice by near-syncopal episodes. Blood pressures were documented to be 98/53 and 85/48 immediately after near-syncopal events and pump flows were noted to go as low as 0.3 liters per minute. Lab results indicated an increasing trend in bun and creatinine levels. As a result, intravenous fluid resuscitation was initiated and a renal consult was ordered. Nephrology diagnosed the patient with acute tubular necrosis secondary to poor renal perfusion related to dehydration and hypovolemia secondary to his sepsis. The following day a renal ultrasound showed no evidence of hydronephrosis. The patient's renal function was reported to have improved with intravenous hydration and increased oral intake and pump flows were reported to have increased to normal parameters. The patient remained euvolemic throughout remainder of his hospitalization. Also on admission, blood cultures and a complete blood count were drawn and the patient was found to have elevated white blood cells and a low hemoglobin and hematocrit. The patient was treated empirically with intravenous (IV) antibiotics. Repeat blood cultures continued to be positive for staph aureus. Infectious disease was consulted and suggested the lvad as the source of infection in light of persistent bacteremia despite antibiotic treatment. A transesophageal echocardiogram (tee), performed eight days later showed echodensity attached to the inflow cannula and vegetation and/or thrombus as the possible source of infection. It was reported that the patient's hemoglobin and hematocrit continued to trend downward. The infectious disease physician believed the patient's anemia was related to chronic inflammation secondary to the patient's infection. No other source of bleeding was identified. The patient was reported to be asymptomatic but was transfused with a total of three units of packed red blood cells during this admission. Repeat blood cultures drawn two days into the admission were negative for bacteria. However, the patient continued on IV antibiotics due to an elevated white blood cell count (wbc). His wbc's were reported to have returned to the normal range approximately two weeks later. The patient was discharged home approximately four weeks after being admitted with orders to continue his IV antibiotics while awaiting heart transplantation. A repeat echocardiogram performed a month and a half after his initial admission confirmed a small echodensity thrombus or vegetation adjacent to the inflow cannula which appeared to have improved compared to the previous study. Several weeks later, the patient underwent heart transplantation and lvad explant. Intra-operative notes stated that there was a pocket of fluid at the outflow graft anastomosis to the aorta that was suspicious for infection. Cultures taken in the operating room were sent to microbiology for analysis and returned negative. The patient continued on IV antibiotics for five weeks post-transplantation. In august, he transitioned to oral augmentin and was reported to have completed his course of treatment in late october. The explanted pump was not returned to the manufacturer and therefore was not available for further analysis.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient presented with nausea, vomiting, diarrhea, and fever. He was also experiencing low flow alarms on his vad with some pre-syncopal episodes. Controller log files are not available to confirm the reported alarms. Lab results indicated an increasing bun and creatinine levels, elevated wbc, and low hgb and hct. The patient was admitted to the hospital, IV fluid resuscitation was initiated, and the patient was diagnosed with atn. The patient was treated with IV hydration and increased oral intake; pump flows were reported to have increased to normal parameters and the patient remained euvolemic throughout the remainder of his hospitalization. Blood cultures confirmed (B)(6) and source of infection could not be definitely be determined. IV antibiotics were administered and repeat blood cultures after were negative. The patient was asymptomatic with the lower hgb but was transfused a total of three (3) prbcs. The patient was discharged home with orders to continue his IV antibiotics and later transplanted; the explanted device was not returned to the manufacturer for evaluation. Infection, renal dysfunction, and bleeding are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device was explanted on (B)(6) 2013 and was not returned. Additional information will be submitted within thirty (30) days of receipt. Not returned to manufacturer.